Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation completed. Findings are that per medtronic protocol: p/n 9730571 rev.9 page 2: for spinal procedures, secure the frame at the vertebral level of interest to ensure accurate registration and navigation. It is evident from the case details that the reference frame was not located close to the surgical area of interest.

Event description:
A medtronic representative reported that, while in a spine procedure the surgeon alleged an inaccuracy. The surgeon did two o-arm 1000 imaging system spins during the procedure, and was initially accurate. The frame was placed at l1 and moved up to the construct toward t4. The surgeon re-registered the patient at t8 with another spin and moved the frame up, then continued to work away from the frame. The surgeon did a lot of hammering which visibly shook the frame at each location. The surgeon elected to continue working, with the understanding of the amount of inaccuracy observed which was noted to be less than 5mm. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.